Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional info has been requested but not received to date. (B)(4).

Event description:
A healthcare professional reported that during surgery, the system did not start up properly. Several system messages were displayed and the system shut down during the surgery. The device had to be restarted and the surgery could be completed successfully. The pt was under general anesthesia and there was a delay of 45 minutes. There was no pt harm. Additional info has been requested but not received to date.